Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck eject pin in the plunger clamp in the reported problem area of the pipette assembly. The instrument was cleaned, inspected, tested, without further problem, and returned to service.